Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to a poor connection of inter-pca connectors j1002 and j1003. The root cause of the poor connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was displaying a service code.